Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: IFU(reprocessing manual): to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible causes: physical evaluation of the complaint showed the clog in the nozzle to be rubber pieces. It is possible that silicone rubber products used in the endoscopy room and/or the injection tube and scope accessories, may have been mixed up inadvertently.

Manufacturer narrative:
The device referenced in this report has been returned and evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the device passed the leak test. The air/water supply had a clogged nozzle. The rgb dot had scattered image. The insertion tube was kinked/crimped. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera ii colonovideoscope for use, black specs came out of the device when it was hooked up to a dryer. There was no patient contact/impact related to this occurrence.